Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a priming failure during preparation of the device. When priming was performed, no outflow of purge liquid from the pump was confirmed. The pump was replaced, and support proceeded. There was no harm to the patient.

Manufacturer narrative:
The investigation of priming issue has been completed. A field real time log was reviewed and purge flow was confirmed to operate to specification. The returned pump and returned purge cassette were connected to a console and priming fluid was confirmed to exit the purge gap. There was no issue found during the case. The device functioned/operated to specification. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 type of investigation, investigation findings, and, investigation conclusions codes were erroneously entered on the initial manufacturer device report number. The investigation was completed at the time of the initial report h10 investigation results were inadvertently omitted on the initial manufacturer device report.